Event description:
Same case as MFR report # 6000089-2005-01477. During a pci/stenting treatment procedure, the maverick2 monorail 15x1.5 mm balloon ruptured at eight atms. The lesion being treated was a 90% stenotic lesion in the first diagonal branch of the left anterior descending coronary artery. This device was the second balloon used to post-dilate the lesion after deployment of a zeta stent. The maverick monorail balloon was removed and the procedure was succesfully completed. No pt injuries or complications were reported. Pt status is reported as 'good.'